Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's l1 drg leads were fractured which was confirmed on x-rays. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.